Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the reverse shoulder arthroplasty is anatomically aligned with no lucencies or complicating factors. Also noted on this image is a fracture of the most proximal glenoid screw which is separated from the glenoid base plate. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01779, 0001825034-2021-01780. Concomitant products: item# 115340; lot# 526330. Item# xl-115363; lot# 138490. Report source: foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately five (5) months ago due to instability, pain, noise, and loosening of the implants of the right shoulder. During the revision procedure, the surgeon noted the cone and a screw were found to be fractured. The surgeon found it difficult to remove both the screw and the fractured cone, resulting in a procedure delay of about two hours. Screw was not able to be removed. Surgeon further noted, excessive poly wear on medial rim of the humeral bearing. The surgeon removed the humeral stem by osteotomy and replaced with a cph revision stem. No additional patient consequences were reported. Attempts have been made and no further information has been provided.